Event description:
A us distributor reported that a patient was receiving adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the electrode belt failed functional testing. The cause for the failure was isolated to a defective u730 component on the distribution node pca. The root cause for the shorted u730 could not be positively identified. No adverse event resulted from the damaged belt.